Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Post market surveillance review of literature found a report of a patient who had undergone a 2-level thoracic corpectomy and standalone anterior thoracic fusion with kaneda screw-rod stabilization who developed back pain at 6 months after the index surgical procedure related to instability at the site of a failed fusion and subsequently required a posterior revision surgery with instrumentation. Article title: 'stackable carbon fiber cages for thoracolumbar interbody fusion after corpectomy: long-term outcome analysis' publication date: (B)(6) 2011. Unknown stackable cage used. N=1: kaneda (rod & screw) failed to maintain stability of construct quantity of rods and screws are unknown. The following mfg. Medwatch reports are being filed for the kaneda rod(s) and screw(s) involved in the reported instability: 1526439-2014-12228, 1526439-2014-12229.